Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 37.5cm distal to the is-1 connector pin. All fragments were received for analysis. The returned lead fragments were visually and electrically analyzed. The visual inspection showed the ligature marks approximately 24cm distal to the is-1 connector pin. Furthermore, abrasion marks were found along the lead body. However, the insulation was intact. In addition, cuts in the insulation, deformations of the shock coil, a kinked fixation helix and damages of the steroid collar were detected. These damages most likely resulted from the explantation procedure. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation time of 88 months, the lead was explanted due to loss of capture when the patient was doing exercise.